Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not working on battery. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that 2 sealed lead acid batteries are defective. The (fse) reported that 2 defective sealed lead acid batteries were replaced with new ones under customer purchased parts category. The (iabp) is working satisfactorily in both ac mains and the battery. The unit was handed over to the customer in good working condition.

Event description:
N/a.